Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: visual inspection revealed multiple locations on both power cables where it appeared the outer insulation had suffered damages, possibly due to crushing / pinching or even animal bites. The power cables were manipulated, and when manipulated the black power cable, the test power module/mpu activated an audio alarm. The outer insulation was removed and further evaluation of the wires revealed a compromised yellow wire. The wire represents the alarm out signal which echoes the audio alarms from the controller to the power module/mpu. The reported event of audio alarm when connected to a mpu was confirmed. Visual inspection of the returned system controller serial number (B)(4) revealed multiple locations on both power cables where it appeared the outer insulation had suffered damages, possibly due to crushing / pinching or even animal bites. The power cables were manipulated, and when manipulated the black power cable, the test power module/mpu activated an audio alarm. The outer insulation was removed and further evaluation of the wires revealed a compromised yellow wire. The wire represents the alarm out signal which echoes the audio alarms from the controller to the power module/mpu. The observed wire damage did not prevent the system controller from operating a test pump during analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing an emergent alarm when connecting to the mobile power unit (mpu) while at home. While the patient was being seen in the clinic, the alarm occurred when they hooked up to the power module. No alarms were present on the controller or power module monitor, and nothing was seen in the event history. The patient's controller was exchanged. Following the exchange, the patient then hooked up again several times with no further alarms. The exchanged controller continued to alarm while on the power module even though there was no ventricular assist device (vad) attached. The emergent alarm sound occurred but there were no visual alarm indicators. Review of the patient's log files was unable to provide further clarification about the alarms that had occurred. There were no other unusual events in the log file history, and the mechanical circulatory support equipment was operating as intended.